Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error or open book after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within spec range. Unable to confirm pump error alarm due to constant critical pump error alarm.

Event description:
The customer reported via phone call that the insulin pump alarmed error. The customer's blood glucose value was 233 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. The insulin pump passed displacement test and self test. The insulin pump will be returned for analysis.